Event description:
It was reported that the burr tip was separated. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 1.50mm rotalink plus was selected for use. During the procedure, it was noted that there was resistance during removal of the burr the same as stuck at mid rca. Consequently, the shaft and tip of the burr became separated. The entire wire was removed to remove the burr fragment. There were no patient complications reported.

Manufacturer narrative:
Initial reporter city: (B)(6).